Event description:
In 2001 (exact date unk), pt underwent enucleation procedure followed by implantation of porous polypropylene orbital prosthesis implant along with ocu-guard orbital implant wrap. At three months post-op pt presented with 16 mm conjunctival melt over ocu-guard wrap; no intervention was reported. Pt post-op status: pt retained orbital implant.